Event description:
The pt was implanted with a left ventricular assist device (lvad). The pt reportedly experienced a stroke and subsequently expired. The patient had been seen in the clinic approx one month prior to the reported event. The patient reported feeling more swollen including in the abdomen and experienced some elevated pump powers over the last few days. The vad coordinator observed +2 pitting edema in the left leg and +3 in the right leg. The patient's ldh had been steadily increasing (ldh was 787 on (B)(6) 2013). No further info was provided until the patient was readmitted into the hospital after being found down at the nursing home where he lived. Upon admission he had a very poor neurological exam. A CT scan was taken and showed anoxic brain injury with effacement of cortical structures and basal ganglia. A follow-up CT showed worsening of the cerebral edema with obvious collapse of all cerebrospinal fluid (csf) spaces. Trans-cranial doppler (tcd) was consistent with cerebro-circulatory arrest. It was reported that the patient expired two days later.

Manufacturer narrative:
(B)(4). The report indicated that a driveline separation occurred requiring a clamshell repair by the MFR. The driveline separation was captured in another complaint, and is unrelated to the outcome of death. The patient expired due to a stroke, as noted in this medwatch report. The pump was not returned to the MFR for eval as an autopsy was not performed and the pump was not explanted. A review of the device history records revealed the device met all applicable specifications upon product release. The MFR could not determine a direct relationship between the pump and the report of suspected pump thrombus (reference MFR report number: 2916596-2013-01110) and the stroke. No further info is available. The MFR is closing its file on this event.